Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4) , product type: programmer, patient. (B)(4) .

Event description:
The manufacturer representative reported via the patient that when following a recent implant, when trying to set a new amplitude, it would not transition/adjust with the position (upright to lying back). She was getting increased amps and the stimulation output changed unexpectedly when moving between positions. The voltage was incorrect. The stimulation cut out randomly when the patient was not moving; though, stimulation was on. The patient would show device lying down, but when she sat up, it would not adjust, although the position was reflected. Adaptive stimulation (as) worked well for the three days leading up to the report. Clinician programmer diagnostics: the patient position and device were oriented, the patient used a strap to keep the implantable neurostimulator (ins) in place, the transition settings were set to as low as possible and as was tested. The accelerometer was still not adjusting from upright to lying back. While using the patient's programmer, they went through motions and programmer stayed on lying b- did not switch to lying l or lying r. After sync at each position, the antenna and patient programmer that was assigned on implant date were switched out and all was recognized and appropriate amps registered. The as amplitudes worked and the issue was resolved. Electrode and group impedances were normal. The indication for therapy was spinal pain. If additional information is received, the event will be updated.